Event description:
Post-op inflammation. & wound secretion. The patient underwent surgery for "lumbar spinal stenosis" and fluid gelatin was used during the operation. The postoperative recovery was still satisfactory, and the patient was discharged from the hospital. 8 days before the second admission, the patient experienced symptoms of urinary pain, frequent urination, and urgency, and self medicated with "cephalosporin" drugs. During routine dressing changes 7 days before admission, the patient found redness and swelling around the wound, with light yellow secretion oozing out, and continued to take "cephalosporin" drugs for treatment. One day before admission, the patient developed an infection and reported a maximum body temperature of 38.9 degree c. After self administering "d-ibuprofen suppositories" for fever reduction treatment, the body temperature gradually returned to normal. The patient may have developed urinary tract infections after surgery, but this was not taken seriously and further examination and timely treatment were not carried out. On the 25th day after surgery, the patient was readmitted due to poor wound healing after lumbar spine surgery and underwent surgery. The patient recovered well after surgery and was discharged. Patient: 66-year-old male. Event date: 06/28/2024. Procedure date: (B)(6)2024. Additional information was received on 24.12.2024 stating: · how much surgiflo was used?--unk. · was surgiflo removed or left in the patient after hemostasis? --unk. · what is the surgeon's opinion of why the patient experienced an infection? Unsure, after the patient was re-admitted, wound secretion was taken, and urine culture and genetic monitoring showed klebsiella pneumoniae. After comprehensive analysis, the patient showed that the possibility of postoperative urinary tract infection, which did not attract attention. The wound infection was caused by no further examination and timely treatment, which maybe the cause of this adverse event.

Manufacturer narrative:
Additional information was received and it is stated that the additional surgery and re-hospitalization was due to poor wound healing. However, it is also stated the wound secretion "showed" klebsiella pneumoniae thus an infection. It is evaluated that it is still unlikely that the patient received klebsiella pneumoniae from surgiflo and that the patient would have developed the infection whether surgiflo had been used or not. It cannot be completely ruled out that surgiflo contributed to the poor wound healing.

Event description:
Post-op inflammation. & wound secretion. The patient underwent surgery for "lumbar spinal stenosis" and fluid gelatin was used during the operation. The postoperative recovery was still satisfactory, and the patient was discharged from the hospital. 8 days before the second admission, the patient experienced symptoms of urinary pain, frequent urination, and urgency, and self medicated with "cephalosporin" drugs. During routine dressing changes 7 days before admission, the patient found redness and swelling around the wound, with light yellow secretion oozing out, and continued to take "cephalosporin" drugs for treatment. One day before admission, the patient developed an infection and reported a maximum body temperature of 38.9 degree c. After self administering "d-ibuprofen suppositories" for fever reduction treatment, the body temperature gradually returned to normal. The patient may have developed urinary tract infections after surgery, but this was not taken seriously and further examination and timely treatment were not carried out. On the 25th day after surgery, the patient was readmitted due to poor wound healing after lumbar spine surgery and underwent surgery. The patient recovered well after surgery and was discharged. Patient: 66-year-old male. Event date: 06/28/2024. Procedure date: (B)(6)2024. Additional information was received on 24.12.2024 stating: · how much surgiflo was used? Unk. · was surgiflo removed or left in the patient after hemostasis? Unk. · what is the surgeon's opinion of why the patient experienced an infection? Unsure, after the patient was re-admitted, wound secretion was taken, and urine culture and genetic monitoring showed klebsiella pneumoniae. After comprehensive analysis, the patient showed that the possibility of postoperative urinary tract infection, which did not attract attention. The wound infection was caused by no further examination and timely treatment, which maybe the cause of this adverse event. Additional information was received on 10.01.2025 stating: - what was the indication for the re-surgery? And which specific event resulted in the re-surgery? Urinary tract infection or wound secretion? Poor wound healing after lumbar surgery. - what was the indication for re-hospitalization? The urinary tract infection or the wound? Poor wound healing after lumbar surgery. - was it the urine culture or the wound secretion that showed klebsiella pneumoniae? After the patient was readmitted, wound secretions, urine culture and genetic monitoring all showed klebsiella pneumoniae.